Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse took the surgeon side console (ssc) was placed in a or that was on a different system. Fse proceeded to replace power supply without any issues. Fse verified power supply working correctly by powering up the system without any issues checked viewer working correctly system test, driven verification complete. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The redundant mgps was analyzed. The unit was installed to pca xi test system and power up ssc with four green led's lit, fans are running, voltage/current checked, idle system for 20 minutes, one hour power cycles no issue. The complaint was not confirmed based on the failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, intuitive surgical inc. (Isi) rep. Reported an image issue. The system was powered off and the console was hard power cycled. After the breaker was placed back in the on position, the amber light never returned to the console. The customer attempted to move the power cord and recycled the breaker with no change. The customer pressed the power button to see if the system would start and nothing would happen. No lights or fans could be heard coming from the console. The customer switched out the console to begin the procedure. The procedure was converted to another dv system with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the case was completed robotically and there were no injuries or issues after the surgeon console was switched from another room. The system powered up fine that morning - no errors or faults. When the surgeon sat down, the left eye was black. The customer then called dvstat. As it mentions in the notes of the call with dvstat, the surgeon console would not power back on after a hard restart and flipping the breaker. The customer then switched the surgeon console and proceeded with the case robotically.